Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the farawave procedure for atrial fibrillation, when the catheter was plugged in and inserted into the left atrium, there were no egms seen on spline 1. All pins were checked, but the patient had low blood pressure, so the procedure continued with same catheter that was already inside the patient. The case was completed. No patient complications occurred. The device is expected to be returned. It was further reported per local representative, after some troubleshooting it was found a faulty pin was giving the error. The low blood pressure was unrelated to the device.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem and additional information was added into section h6 device codes, a22. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of no signal and user error. It was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: the incorrect pin that caused the error was due to the catheter being plugged into the wrong spot; this is considered an off-label use. Refer to the ifus for the farastar catheter connection cable, faradrive sheath and compatible mapping system for instructions on connecting and operating these systems in conjunction with the farawave catheter. Use appropriate accessory cables to connect the catheter to the appropriate accessory equipment. The IFU also contemplates the adverse events related to hypotension. Risk review: a risk review performed for the farawave device confirmed that the events of hypotension, no signal and use of device issue - user error are known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of known inherent risk of device. The known inherent risk of device cause code was selected based on the information provided within the event description and good faith effort (gfe). Hypotension is an expected procedural complication addressed within the IFU for the farawave catheter. There were no allegations of a device deficiency contributing to the reported adverse event, and the device has not been returned to bsc for analysis at this time.

Event description:
It was reported that during the farawave procedure for atrial fibrillation, when the catheter was plugged in and inserted into the left atrium, there were no egms seen on spline 1. All pins were checked, but the patient had low blood pressure, so the procedure continued with same catheter that was already inside the patient. The case was completed. No patient complications occurred. The device is expected to be returned. It was further reported per local representative, after some troubleshooting it was found a faulty pin was giving the error. The low blood pressure was unrelated to the device. It was further reported that the local representative cannot clarify if the low blood pressure was related to a preexisting condition and is not aware of the low blood pressure being related to the procedure. The incorrect pin that caused the error was due to the catheter being plugged into the wrong spot. The issue has been resolved. There is no allegation against the catheter. No device is being returned.